Manufacturer narrative:
No corrective or preventive actions needed at this time. This complaint was determined not to be a new confirmed quality or manufacturing issue. Review of device history records found these units were released to distributor with no deviations or abnormalities. Visual review showed scratches and deformations on the product. Dimensional review showed the product was within specifications provided on the print. Material evaluation identified liner failed in brittle manner via a unidirectional bending overload mode. This device is used for treatment. Unable to perform a compatibility check based on provided information. Review of complaint history found no additional issues reported for this item for this reason. No medical records received. Root cause can not be determined. No corrective actions, preventive actions, or field actions resulted after investigation of this event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported a trial liner cracked during a total hip procedure on (B)(6) 2016. The cracked liner was unable to be screwed into the cup so a different trial was used to complete the procedure. This did not cause a delay during the procedure.